Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to clinic after receiving an inappropriate shock. Interrogation showed multiple charges due to noise. The inappropriate shock induced tachycardia which self terminated. The patient reported hearing a pop when receiving the shock. Non-sustained lead noise reported. Device and lead were explanted and replaced. Patient was stable after the event.

Manufacturer narrative:
The reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and was found to be normal. The root cause of the noise could not be conclusively determined.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.